Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: c4-c5 dislocation type of procedure: posterior cervical fixation using verte levels implanted: c2-t2 it was reported that on (B)(6) 2018, intra-op, while final tightening of locking screw using the straight hex torque driver with t-handle the set screw broken into two pieces. The broken set screw was removed and exchanged with the new one, it added 5 minutes extra time to the procedure. No patient complications were occurred as a result of this event.